Manufacturer narrative:
The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer received a suspected false positive result with cue covid-19 test, home & otc (cartridge sn (B)(4)), on (B)(6) 2022. One and a half (1.5) hours later, customer tested with the same cue test again and received a negative result. Customer used a binax antigen test and received a negative result. Customer had no symptoms and was vaccinated with 2-dose pfizer and a moderna booster.

Manufacturer narrative:
Update to g4: PMA/510(k) number added update to h10: investigation conclusion: explanation for h3: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Technical operations did not reproduce false positives with retain testing. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.